Event description:
It was reported by a customer in japan that during prior to use test, the endobronchial tube cuff failed to fully inflate. There was no patient involvement.

Manufacturer narrative:
(B)(4).